Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number; k101880.

Event description:
It was reported that the cover screw fractured inside the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The imp,tsv,6.0,11.5,mtx,mg (tsvt6b11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported a broken cover screw that he needs to get out of a tsvt6b11. The reported event is non-verifiable with the information provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. If the product is returned, a supplemental report will be submitted.

Event description:
No further event information is available at the time of this report.